Event description:
The intuitive surgical vessel sealer was attempted to fire and it failed. It fired on the second attempt, but then failed on the next two consecutive attempts to get the sealer to fire.======================manufacturer response for intuitive surgical vessel sealer, disposable vessel sealer (per site reporter).======================currently awaiting response from manufacturer.